Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 396 mg/dl when he woke up when they called technical support blood glucose was 510 mg/dl. Customer was okay with troubleshooting and found a large air bubble on top of the reservoir. The customer was treated with bolus for high blood glucose level. The customer stated that the auto mode feature was not active. Customer did not allege pump was under delivering. Customer stated that the size of air bubbles was big and noticed during the troubleshooting of high blood glucose. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Customer took 20u of insulin via insulin pen but after 30 minutes blood glucose was 560 mg/dl. The insulin pump and reservoir will not be returned for analysis.